Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and resolved the issue.root cause of failure is due to user fault, the user is not following instructions, the installed o2 sensor is not the recommended one. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and turned on the unit that instantly alarmed technival failure 400 "inspiration valve or device leaky". The software was upgraded to 6.0.1700.0. While performing the inspiration valve test found that the o2 (oxygen) cell in the ventilator was not a bellavista o2 sensor so the o2 sensor was replaced . After the new o2 sensor was installed error messages 318 "inspiration valve failsafe failed" and 401 "inspiration valve or device leaky" came up. The device logs were sent to technical support. Zero pressure calibration and pressure gain calibration were performed and passed. The unit was restarted and the error codes disappeared. The unit meets factory specification after quickcheck and verification were performed and the unit passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us stopped while on a patient and upon switching it on alarm 400 "inspiration valve or device leaky" showed. The vent was changed out in a timely manner with the patient only needing a bipap (bilevel positive airway pressure) mode support. Furthermore, there was no patient harm associated with the reported event.